Manufacturer narrative:
Additional information: d9, g3, h3, h6 - one unpackaged ar-12990, knee scorpion¿, batch number 14986774 was received for investigation. - visual inspection noted surface damage along the body of the device. - functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. -the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. - dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. - refer to the investigation photo. - complaint allegation is confirmed.

Event description:
On 11/12/2025, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion needle broke off inside the device. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.